Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: (b)(46). The 510k #unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. Not implanted or explanted. (B)(6). Device history records review was conducted. The report indicates that the: DHR review for: part #04.009.002s / lot #9729772, manufacturing location: (B)(4), manufacturing date: 4th december 2015, expiry date: 1st november 2025, article was sterilized by supplier (B)(4). Lot of (B)(4) pieces was released based on step 0130 of the work order (B)(4). No deviation or any ncrs were marked in this document. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the emergency patient underwent orif (open reduction internal fixation) emergency surgery for fracture of shaft of right femur on (B)(6) 2016. Although the surgery went smoothly, the end-cap was not correctly fixed in place. After the surgeon tried a few times to screw in, he took out the end-cap and checked it. The surgeon found that a part of screw threads had been crushed. No fragments were generated. Because the surgeon thought the end-cap became inapplicable, a new replacement (10mm) was used to complete the case. The surgery was extended for 10 minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the thread of the end cap is badly damaged / deformed but not broken. Device history record review confirms that this part was manufactured according to specification. This lot was released after final inspection with no findings. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Visual and microscopic investigation clearly shows that the thread is badly damaged as result of misuse. It is likely that the end-cap was not positioned correctly during insertion. After applying high torsional forces the thread was damaged. Visible signs at the torx indicate also exceeded mechanical force applied by screwdriver onto the end-cap. No product fault could be detected. We classify the damaged as caused by the user. No indication for material, manufacturing or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6). The surgeon noted that too much pressure may have been used to insert the screw due to the firmness of the patient's bone which may have contributed to the threads being crushed.